Event description:
A 78-year-old female patient with non ¿ st-segment elevation myocardial infarction has been diagnosed in society for cardiovascular angiography and interventions shock stage c, requiring 1 inotrope, vasopressors and respiratory support. Impella cp was inserted due to hemodynamic instability and renal replacement therapy was also started the same day. Heparin induced thrombocytopenia was suspected during impella treatment. Removal of impella cp was required 2 days later because of leg ischemia. An intra-aortic balloon pump was inserted but also removed after 4 days. Again, an impella cp was inserted and left running for 15 days, an off-label prolonged duration of support. Suction alarms occurred during support and albumin was given as central venous pressure was low. Hemolysis was diagnosed 2 days prior to impella cp removal and patient received 1 unit of blood. Renal failure will not be coded to the impella cp as its concomitant occurrence to impella placement makes it highly improbable to be related to the device. During support of first impella cp pump for the patient, intermittent placement signal low alarms were encountered. As a result, the alarm audio was disabled and support continued.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.